Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient was not disconnected during the rewind or prime sequence and went to emergency room (ER) subsequently hospitalized for four hours and had low blood glucose and it was addressed by eat candy peanut butter and intravenous (IV) with sugar water on (B)(6) 2026.